Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer stated that she is (B)(6) and currently resides in (B)(6) where the event occurred. The product used was purchased in the united states. Consumer did not want to provide her (B)(6) address and only provided her address in the united states for her secondary home in florida. Consumer reported she inserted an impressa bladder support and upon removal the string pulled out leaving the bladder support inside her vaginal cavity. She was unable to remove the device on her own. That same day she sought medical attention. The doctor used a speculum to aid in removal of the bladder support. The device was successfully removed. She did not receive any additional medical treatment and did not experience any adverse health effects.